Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08746. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed, but then when attempting to recapture the device there was difficulty. They ultimately ended up deploying it in the correct place, the device met all criteria and was released. The case was successfully completed. The patient was put on aspirin and remained on warfarin post implantation. Then 3 days post procedure the patient fainted at home and was brought to the emergency room by family. The patient presented with low blood pressure, syncope and an international normalized ratio (inr) of 2.79. The patient was admitted to the hospital and they found a small pericardial effusion. No additional intervention was performed and the patient was monitored to make sure that the effusion did not get worse.